Event description:
The customer reported that the three sensors pads were being tested before use on any patients. The pads would not trigger the alarm consistently when you get up. One out of 4 times the sensor pads would trigger the alarm. The pads are being tested with the 8350 keepsafe alarm.

Manufacturer narrative:
(B) (4). (B) (4).